Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4) MDR for hernia repair surgery in (B)(6) 2015 was submitted under 2937457-2015-00428. Approximate date was provided as the surgery has not been scheduled at this time. Lot number, expiration date: unknown. Unknown. All pertinent information available to the manufacturer at this time has been submitted.

Event description:
It was reported by a patient's wife that a patient on continuous cycling peritoneal dialysis (ccpd) using a fresenius liberty cycler experienced pain due to a hernia and will have surgery to repair the hernia. Additional information was received from the patient's nurse who indicated she did not think the hernia was related to the peritoneal dialysis therapy. The patient is being scheduled to have the hernia repaired in the near future (exact date was not provided). The nurse also noted the patient is currently on back-up hemodialysis (hd) treatment and would transition completely to hd following the hernia surgery. She did not provide further details on if the patient would be hospitalized or if this would be outpatient surgery. Medical records were requested but were not provided.